Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console reported the error message ¿head error¿ after startup. No patient involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n: (B)(6) and the reported "head error" could be confirmed. The mcp00705057#rfc control board kit (article number: (701034051) has been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on 2005-01-27 and during the period of 2023-01-01 to 2025-01-20 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n: (B)(6) was produced in 2023-01-01. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search one additional complaint was found in 2020 for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "rotaflow" with catalog number: 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the rotaflow console reported the error message ¿head error¿ after startup. No patient involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).